Manufacturer narrative:
The battery longevity of 5.5 years during the pulse generator checks was a false estimate due to incorrect cell impedance measurements during that time frame, consistent with the decreasing battery impedance measurements. The inaccurate cell impedance measurements are consistent with code corruption that led to un-calibrated measured data, but the cause of code corruption is unknown. As received, the device was in backup operation post explant due to low battery voltage and exposure to cold temperature. Analysis performed after downloading product code pr9.7, indicated that the device was operating at eri mode due to low battery voltage. The implant duration exceeds the total projected longevity based on field settings indicating normal battery depletion. Further testing of the device found no high current or other indication of premature depletion.

Event description:
This report is to advise of an event observed during analysis.